Manufacturer narrative:
This supplemental report is being submitted to add corrected information: corrected field: d10: from ni, to otv-s400 (added on the field ¿new concomitant product¿). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device showed an error (e224) when it was dropped on the floor. The issue was identified prior to sedation for an unspecified therapeutic procedure, which was completed with a different camera with no delay. There was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fail water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad damage cable unit connector; and the failed water leak test from cable was due to a tiny pin hole. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device showed an error (e224) when it was dropped on the floor. The issue was identified prior to sedation for an unspecified therapeutic procedure, which was completed with a different camera with no delay. There was no patient involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed an error (e224) when it was dropped on the floor. The issue was identified prior to sedation for an unspecified therapeutic procedure, which was completed with a different camera with no delay. There was no patient involved.